Event description:
Received letter from attorney representing pt who underwent laparoscopic right salpingo-oophorectomy. Letter alleges that an unk ees stapler was used during the procedure and that subsequent to the procedure, pt suffered bowel obstruction. Letter alleges this was a result of an unformed staple "holding the distal bowel in a torqued fashion, causing venous congestion and ischemia of the small bowel." The device was not returned.